Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: how many devices with suture breakage issue? No further information is available. How many devices with needle pull off issue? No further information is available. Lot number =>the lot number is unknown. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on (B)(6) 2019 and suture was used. The suture broke or came off the needle in a row. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient.